Event description:
The customer reported that the system displays poor image quality. The log files show x-ray controller errors.

Manufacturer narrative:
The ge svc rep replaced a generator interface. The system is working as intended.